Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported bacterial infection, sepsis and septic shock as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, a patient underwent a port placement procedure on (B)(6) 2020, via right internal jugular vein due to hyperuricemia, need for IV access. Approximately one year, eleven months, and twenty-nine days, on (B)(6) 2022, it was reported that the patient was diagnosed with methicillin resistant staphylococcus aureus bacteremia, severe sepsis and septic shock. Subsequently, on (B)(6) 2022, the device was removed. However, the current status of the patient was unknown.